Event description:
The complainant reported that during the progression of care, a low placement signal alarm was reported, prompting an echocardiogram and pump repositioning by the attending physician. Antibiotic therapy was planned. Blood cultures subsequently returned positive, and investigations were initiated to identify the source of infection. While awaiting final culture results, the patient underwent hygiene care following extraction of an infected lead. Following the lead infection, the patient required transvenous pacing (tvp), and blood cultures continued to show positivity with the source remaining undetermined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d catalog number was corrected. Section e initial reporter information was added since it was omitted from the initial. Infection: the root cause of the injury was unable to be determined due to insufficient clinical details.